Event description:
It was reported that during scheduled retrieval of a vena cava filter, a filter limb detached while it was in being withdrawn into the sheath. A pta balloon was placed within the sheath and inflated to press the limb firmly against the sheath. The detached limb, balloon catheter, and sheath were removed together as a single unit. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device has been returned for eval. The investigation is currently underway.